Event description:
It has been reported that the voice prompts were inaudible during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
Updating to remove the notation of patient involvement.

Event description:
It has been reported that device speakers are not functioning correctly.